Event description:
It was reported that a patient's pump stalled; the motor stall was confirmed in the event logs with no motor stall recovery noted. The motor stall was caused by the patient having a magnetic resonance imaging (MRI) study. The patient had just finished the MRI. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n129881013, implanted: 2007 (B)(6), explanted unk.